Event description:
It was reported that this was a vessel closure of an unspecified access site using a prostyle device. Reportedly, the device "felt gritty" and the "plate was proud" [irregular texture]. Returned device analysis found that the device was returned with blood in and on the device. The device remained in the pre-deployed position. The foot was completely retracted. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional testing was performed with the returned device. Hydrophilic coating was present throughout the surface of the sheath via tactile inspection with water. The device "felt gritty" and the "plate was proud" [irregular texture] was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported irregular appearance. The reported irregular appearance appears to be related to the physician¿s perception as the use of the prostyle device can have different perceptions of feel/touch based on the user. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B3: date of event estimated